Event description:
--

Event description:
Boston scientific received information that this newly implanted right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed one high out of range shock impedance. The boston scientific field representative stated that all other shock impedance measurements were in the 100-110 ohm range. There were no shocks delivered or defibrillation threshold (dft) testing performed at implant or since. Boston scientific technical services (ts) discussed that this is a single coil lead and the shock impedances can run on the higher side. This issue will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Further information has been received that another high out of range shock impedance measurement occurred. Attempts for additional information were made but no information has been received regarding this issue. No adverse patient effects have been reported.